Manufacturer narrative:
The unit was received with a critical pump error and broken force sensor alarm due to corrosion/rust on the force sensor. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error. Corrosion was also found on the electronic assembly and motor during visual inspection. The following physical damage was noted: scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a long crack that extended from the top of the insulin pump throughout the length of the battery tube. The insulin pump was not returned for analysis.